Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional evaluation summary: the actual sample was returned for evaluation. During the visual inspection , the swage and attachment area were noted to be as expected. However, there were marks on the body needle and the end of the suture piece was cut which appears to be by the use of a surgical instrument could be observed. Due to the condition of the sample the functional test can not be performed. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. Due to condition of the opened sample, the assignable cause suggests an improper handling. Representative samples were received for analysis. During the visual inspection of the samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were noted. A functional test was performed using and the tensile strength force was above the minimum requirement.

Event description:
It was reported by a veterinarian that an animal underwent a dog spay procedure on (B)(6) 2019 and suture was used. During the procedure the suture broke. The doctor opined that the suture seems too weak and does not have the same strength and they were able to break the suture with their hands. The case was completed with another suture. There were no patient consequences reported.